Event description:
It was reported that the customer was experiencing low blood glucose levels of 67 mg/dl. Troubleshooting was declined. The customer also stated that her insulin pump was malfunctioning all day and that the readings on the insulin pump had been inaccurate. The customer also wanted assistance with the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.